Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ak 96 machine leaked during prime. The leak was noted originating from the dialyzer connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. During visual inspection, the leak was observed originating from the dialyzer connector. Also, residue was noted in the hose. The reported condition was verified. The cause of the condition could not be determined. The hose was replaced to solve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.